Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. During preparation of a 4.00mmx12mm synergy¿ drug-eluting stent, it was noted that the shaft broke at junction point of the proximal stiff and distal flexible. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.0 x 12mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the outer and the midshaft found the midshaft broken at the port site. This type of damage is likely to have been caused by excessive tensile force being applied to the delivery system. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues with the profile. A visual and tactile examination of the tip found no damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. During preparation of a 4.00mmx12mm synergy¿ drug-eluting stent, it was noted that the shaft broke at junction point of the proximal stiff and distal flexible. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.